Event description:
It was reported that the fiber presented a popping sound and blew debris shield. The procedure was completed with another of the same device without patient complications. Analysis of the returned fiber identified that the fiber body was broken into two pieces.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber body was broken into two pieces. The microscopic analysis found the fiber tip was degraded, and some burn marks were noted on fiber jacket. It was identified the fiber connector was in good conditions. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Based on analysis result, the interaction between the user and device caused or contributed to the reported event and damage to the fiber. According to the device instructions (IFU) for use, the IFU instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage and, if the fiber appears damaged, to not use the device; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room.